Event description:
It was reported that there was a right hip revised due to pain. Sales rep unaware of further reason for revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. The unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Not returned to the manufacturer.